Event description:
It was reported that on (B)(6) 2011 a promus 2.75x12 mm stent was implanted in the obtuse marginal artery and another promus 3.0x28 mm stent was implanted in the left anterior descending artery. On (B)(6) 2012, the patient died from a head trauma after falling out of his wheelchair. Foreign body giant cell reaction in patient's heart was discovered while performing autopsy. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effects of hypersensitivity/allergic reaction and death are listed in the promus everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The additional promus 3.0 x 28 mm stent, is being filed under the same manufacturing report number.